Event description:
It was reported that during service and evaluation, it was determined that the vapr tripolar 90 suction elect device had a foreign substance/debris/cleaning/sterilization. It was reported in the service order that the device caused a lot of very little bubbles and a very bright yellow light was shining around the active electrode during a rotator cuff repair surgical procedure. There was a five minute delay to the surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that comes in used condition. The cautery tip shows signs of activation. The device will be sent to the manufacturer for further testing. Manufacturing investigation result for vapr tripolar 90 suction elect: the device was returned in its original packaging. The tip is used, tisue debris inside the active tip. Some residue on the active tip surface. Electrical checks: the device passed all the parameters. Functional checks: the device failed pre and post activation flow rate testing. Evaluation of the device revealed that device was in used condition with visible tissue in the suction port. The test passed electrical but not the functional test, failing to reach the minimum flow rate. The suction failure was further investigated by subjecting the device to both a positive and negative pressure. The combination of these tests was unsuccessful in clearing the blockage. The blockage was likely caused by a buildup of tissue debris at the distal end of the device. Observation of the tip during activation did not reveal any anomalies, with the degree of bubble creation being as expected if the suction path is blocked. The product IFU cautions not to allow the electrode to become covered in tissue debris. If this occurs, use a new electrode. The product IFU warns electrodes will wear from normal use, dependent on factors such as length of use, high tissue removal rate, prolonged use against bony surfaces, prolonged use in saline, high power settings, and use with minimal suction or fluid management. Periodically assess electrode tip for wear and proper operation. Replace the electrode if excessive wear is noted. The overall complaint was not confirmed as the observed condition of the vapr tripolar 90 suction elect would have not contributed to the complained device issue. Based on the findings, the investigation could not draw any conclusions and no potential cause about the reported event can be established since the device did not produce bubbles during functional testing. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review. A manufacturing record evaluation was performed for the finished device, and no non-conformance was identified.